Manufacturer narrative:
Exemption number: e2017017. (B)(4). Investigation is on-going and a supplemental report will be submitted if further information becomes available. Customer address: (B)(6).

Event description:
The customer reported to siemens on july 28, 2017 that during an ECG triggered and contrast media based computed tomography angiography examination on (B)(6) 2017, the scan aborted after 0.5 seconds but was continued 40 seconds later with little contrast media flush left. However, with the delay and the images not showing full contrast, it was sufficient to diagnose and manage the correct treatment for the patient. It was reported that on july 28, 2017 the patient was sent to another hospital with a diagnosis of aorta perforation. The patient underwent necessary surgery, but died. This reported event occurred in (B)(6).

Manufacturer narrative:
Based on investigation this event is rated as a single event. The mentioned increasing number of arcing from the beginning of july was not significant and was not indicating an issue. Since the reported event there was no reoccurrence. No replacement of hardware necessary. Even if the tube has an above average number of scan seconds, this is not an indication of failure. Considering this, no corrective action is initiated.